Event description:
Customer reported a button error on her insulin pump. The buttons became unresponsive during a manual bolus. Customer's blood glucose was 533 mg/dl. She treated with a manual injection and her blood glucose is now 318 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked belt clip slot and cracked reservoir tube lip.